Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser was using chair and the left side frame broke at a weld where rear wheel attaches.

Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken at the weld at the bottom rear of the side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld between the back cane and lower side bar was broken. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer advised enduser was using chair and the left side frame broke at a weld where rear wheel attaches.